Event description:
Rptr has a defective power wheelchair that was replaced for another defective wheelchair in 12/00. This is the third defective wheelchair that rptr has had in the last 3 yrs. Chair # 1 had an asl head array on it. That head array went into reverse many times. There was never a reverse in it. User would be driving off in reverse. User could be close to a curb, steps, etc. It would just kick into reverse. Protection and advocacy became involved and made them take that chair and give rptr a new one - defective # 2. This had the same head array that defective # 1 had and asl. That chair started draining batteries. Every 6 weeks it would just go dead. Rptr needed 2 batteries at $150 each. Rptr went through 4-5 times of that every 6 weeks. Finally, they replaced that chair. Rptr had everything new. New head array by invacare, new wiring, new chair. Everyone thought that it would solve the problem. The next week after getting the chair, it started locking up. The repair dept has been there many times trying to repair it. Rptr found out from a friend that there was a wiring harness recall. The batteries or wiring harness can catch fire. Rptr contacted the sales rep and he told rptr that he just changed the wiring harness out on # 3 chair. Rptr still has # 2 chair because invacare wants that w/c back due to the battery problem. # 2 does not have the wiring harness repaired. Rptr would have never known anything about it if rptr hadn't had someone tell them, chair # 3 is still sitting. Invacare put an entire new wiring harness on, then daily it started locking up. Neutral test, no way it would get out of that mode, tilt lock up. Then second day after they installed all of this, there was a tornado. The chair locked up and rptr couldn't move. Rptr was ready to unstrap user and carry them off, then it came out of neutral test and started working. Daily after that sunday rptr had problems. Now a fuse blew, controller locked up and rptr is still sitting since tuesday. Invacare says it may be the head array. User is a spastic quad. They are legally blind and have cerebral palsy. There is no way user can do anything when this happens. If user is driving it, they are stranded. If rptr is driving it, they are stranded. Rptr has e-mails to invacare and the sales reps. Daily on this piece of equipment. It must be repaired now. If user gets hurt, user will be killed. User is strapped in and there is no way they can get out of the way of a care or anything else. This cannot continue to lock up, user was to cross streets or get on elevators, etc. When it goes into this lock up, there is nothing they can do. Rptr can't get user out of drive mode or get into drive mode when rptr is driving.